Event description:
Additional information received from MFR 10/22/2002: apparently, a walker was put together incorrectly and tipped over. Although the letter was sent indicated more incidents of this nature, MFR was only able to confirm one incident. MFR has been selling hundreds of these walkers each month for over 10 years and this was the first time anyone has had this type of concern. MFR's plan of correction is simple. Along with the assembly instructions they send out with each walker, MFR will in the future send along a photo the finished walker. MFR feels this will eliminate any possible confusion over the assembly of the walker.

Event description:
Letters citing 50 accidents with the ultimate walker 99. Clarification: this only applies to walkers that are made of white pvc piping. Rptr incorrectly used the term merry walker and that is a brand name. The walkers made of this material are sold by ipu(innovative products unlimited). These walkers come unassembled. The black merry walker comes already assembled and does not have the anti-tipping device but are weighted so that they do not tip.